Manufacturer narrative:
Batch review performed on 30 october 2024. Lot 170054: (B)(6) items manufactured and released on 20-apr-2017. Expiration date: 2022-04-03. No anomalies found related to the problem. To date, all the items of the same lot have been sold with no similar reported event during the period of review. Clinical evaluation: 6 years after primary cementless tha, a progressive loosening of the stem is reported and revision is undertaken. The stem looks slightly undersized from the postoperative image: the varus position probably misled the surgeon, but it is possible that good fixation was never achieved for lack of stability. No further comment can be offered with the information at hand. Conclusions: based on the information available no definitive root cause can be established, while there is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue.

Event description:
Revision surgery for pain and the surgeon noticed radiolucency around stem component. At about 6 years and 4 months post primary the surgeon revised all components and the surgery was completed successfully.